Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and limb stent graft on (B)(6) 2014. On a later date, the left iliac extension had pulled out of the left external ilia, which caused a type 1b endoeak. The patient was asymptomatic. Secondary procedure was completed on (B)(6) 2016 and the physician implanted a new afx limb stent graft and iliac limb. No devices were explanted at that time.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests for this information were made and denied. As such, event determination, off-label conditions, patient-related harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.